Event description:
The integris system is used in monitoring / assisting the angiogram. The hospital had a power interruption (voltage drop out) that happened during a patient angiogram. The result was that the system unexpectedly turned off and came back on with an error message. Therefore the system needed to have its power turned off and back on to reset the system for operation. The entire reset process took about 25 minutes, during which time the patient waiting to complete the procedure became hypotensive. Despite resuscitation efforts the patient expired.